Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the operator is unable to set the rate; when attempting to set the values on the display, the values are jumping around. The customer reported there was no patient involvement.